Event description:
It was reported that the during lead implant, the suture sleeve was not present in the pocket. Fluoroscopy revealed that the sleeve had migrated down into the subclavian vein. The physician attempted using gentle traction to access the sleeve, which caused further migration into the left pulmonary artery branch. The sleeve was retrieved by interventional radiology, via right femoral approach. The procedure was completed three hours later with no harm to the patient.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch report form.